Event description:
It was initially reported that a power-on reset (por) message was seen with the code 0x400. The patient¿s implantable neurostimulator (ins) was off and had been off for ¿a while¿ but the patient was unaware as he had been pain-free. The patient programmer was unable to connect to the ins the previous night. When the physician reset the time and date, they were able to turn on the ins. Additional information stated that it was thought the patient had been exposed to emi. Additional information reported that all impedances were fine. No x-rays or reprogramming was performed. It was also reported that it was unclear if the ins had turned off on its own, but it was thought that the patient inadvertently turned the ins off with the recharger without realizing it. The ins was working fine after resetting the date and time. The patient recently had a flare up of headaches, but the device was working well and providing effective therapy.

Event description:
Additional information indicated that when the patient began experiencing headaches, they also reported the ins had been turning off ¿without being told by the (patient programmer)¿. The manufacturer¿s representative looked at the system and took the data off it to be analyzed, which had been done and it was ¿allclear,¿ which led the representative to believe the patient was turning off the device inadvertently with the recharger.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4)